Event description:
The recipient reportedly experienced a skin flap infection since (B)(6) 2017. The infection progressively got worse and chronic local sepsis was observed. The recipient received antibiotherapy. The recipient's device was explanted. The recipient's infection resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient¿s device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.